Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per dealer, the plastic arm height adjustment lever broke off the main piece. He stated that the area where this clamp attaches to arm is in the way of the arm adjustment lever. User had to put extra force on lever to get around the clamp. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.